Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va14fcr, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 19-feb-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller stated that the patient doesn't have the remote because the ins is broken. The caller later added that the patient indicated the lead is broken. No further patient complications are anticipated or expected as a result of this event.